Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging ¿visible black spots in the humidifier, fever, hypersensitivity pneumonitis, and pneumonia". It was reported the humidifier has never been washed since staring use and the water was only added instead of being replaced. The dreamstation CPAP device was returned to the service center as part of the uno recall process. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. No errors were found; and no issues with the device was confirmed. Components were only replaced as part of maintenance of the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging ¿visible black spots in the humidifier, fever, hypersensitivity pneumonitis, and pneumonia". It was reported the humidifier has never been washed since staring use and the water was only added instead of being replaced. Medical intervention was reported as hospitalization. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.